Event description:
A customer reported a high blood glucose reading, although the specific value was unknown and displayed only as "high." There was no adverse impact to the customer's blood glucose level mentioned or reported. The customer took corrective action by administering a correction bolus using the pump, and was guided by technical support to inspect various equipment components and prime the tubing to remove air bubbles, which could affect insulin delivery. The customer was educated on ensuring gaps and air bubbles were removed from the tubing and acknowledged the advice. Subsequently, the caller decided to replace the necessary supplies and resume insulin therapy.